Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged . It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. C1: added serial # and UDI # d4: added serial #, expiration date, UDI # h4: added device manufacture date h6: conclusion code remains unchanged. H6: updated method and results code h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008: sts. (B)(6) hospital. Inpatient admission. (B)(6) 2008: (B)(6) md. Operative report. Preoperative diagnosis: ¿status post transverse colostomy for past perforated colitis with abscess and peritonitis with transverse dysfunctional colostomy.¿postoperative diagnosis: ¿status post transverse colotomy for past perforated collitis [sic] with abscess and peritonitis with transverse dysfunctional colostomy with a marked amount of adhesions.¿laparotomy, extensive lysis of adhesions, take-down colostomy with closure of colostomy and left hemicolectomy and low anterior -anastomosis of the bowel with closure of the colostomy. Ureteral stents were inserted. Findings: ¿the patient was very obese and approximately 4-1/2 months had ruptured diverticulitis with pelvic abscess and subsequent colostomy had to be done. There was a surgical scar from the superior aspect of the colostomy area to the suprapubic area. The colostomy shows some amount of prolapse with some hernia at the site of the colostomy. On entering the abdomen there were a marked amount of adhesions noted all around with adhesions of the small bowel, large bowel, colostomy and omentum. Several loops of small bowel were stuck into the pelvis. There were two colostomy stomas inside the abdomen, one was secondary to hartmann¿s procedure in the pelvis which was easily identifiable and the other one was at the upper descending colon.¿procedure: ¿under general anesthesia with endotracheal tube intubation the abdomen was scrubbed, painted and draped in the usual manner. Dr. (B)(6) placed bilateral ureteral stents and a foley catheter was placed. This was accomplished by dividing the gastrocolic ligament with harmonic scalpel. The attachment and excess omentum was removed. Was commented [rba3]: note comment on obesity. Privileged and confidential event (B)(6)received: (B)(6) 2020 brought down. The respective vessels to the left colon were clamped, divided and ligated with 2-0 silk ties. Just before the colon stump of the hartmann¿s rectal stump.¿ (B)(6) 2008: (B)(6), md. Discharge summary. ¿the patient is a 27-year-old male who was admitted with a complaint of closure of colostomy complications. Patient is here for medical evaluation and treatment. Patient has a history of diverticulitis of the colon, colostomy complications, intestinal abscess, septicemia, peritoneal adhesions, ulceration of the intestines, and urethral stricture. Hospital course: ¿the patient was admitted with the initial diagnosis of colostomy complications. On (B)(6) 2008 the patient was scheduled for surgery and underwent left hemicolectomyand large bowel stomach closure. The patient also underwent cystoscopy and urethral catheterization. The patient continued to improve with treatment and was clinically stable for discharge.¿implant preoperative complaints: (B)(6) 2008: (B)(6) hospital. (B)(6), md. History: ¿the patient is a 28 year oldgentleman who had a previous operation for diverticulitis and came back with approximately 10-15 cm diameter ventral hernia. Discussions preoperatively with dr. Summers and 4 r myself about the risks, options and benefits of laparoscopic, possible open ventral hernia repair were done. He understood and agreed. Translating in the holding room was done preoperatively as well as by dr. (B)(6) in his office. The patient was taken to the operating room on (B)(6) 2008 for hernia repair.¿implant procedure: laparoscopic converted to open ventral hernia repair. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05598019].implant date: (B)(6) 2008 (hospitalization (B)(6) 2015) (B)(6) 2008: (B)(6) hospital. (B)(6), md. Assistant: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: ventral hernia. Anesthesia: general. Specimens: none. Complications: none. Procedure: ¿once in the operating room under general anesthesia pneumoperitoneum was achieved after making a 1-1/2 to 2 cm incision in the right upper quadrant. The fascia was grasped, separated under direct vision and a 5 mm port was placed and pneumoperitoneum was achieved. At this point a left upper quadrant 10 mm port was placed, a left lower quadrant 5 mm port and a right lower quadrant 5 mm port were placed. The patient had a large ventral hernia approximately 10-15 cm in size with omentum attached to the fascia. It was taken down using sharp and blunt dissection and electrocautery. There was good hemostasis. The hernia measured approximately 10 cm in width so the largest mesh available was 10 x 15 cm so to secure a good 2-5 cm margin of mesh, three meshes were sewn together with 2-0 prolene suture. A 2 cm incision was made in the skin over the ventral hernia. The mesh was inserted after putting 2-0 prolene in the four corners of the mesh, 12:00, 3:00, 6:00 and 9:00 positions. The mesh was inserted. The skin was closed and themesh was unrolled. The mesh was pulled up against the anterior abdominal wall and there was difficulty in securing a good margin of mesh around the ventral hernia which commented [rg4]: (B)(6) [rg5]: (B)(6) commented [rba6]: patient now with incisional hernia 4 months post laparotomy done on (B)(6) 2008. Commented [rg7]:(B)(6) commented [rba8]: note that ¿three meshes were sewn together with 2-0 prolene suture.¿commented [rba9]: note that the mesh is inserted into the abdomen through a skin incision directly over the hernia defect. Privileged and confidentialevent (B)(6) received: (B)(6) 2020 although seemed to be approximately 10 cm was closer to 11 to 12 cm with insufflation. It was felt that suturing a fourth or fifth piece of mesh together to make adequate coverage had the potential for too many complications with suture lines, etc. So it was decided at this point to convert the case to an open. All the ports were removedand the left upper quadrant 1 cm port was closed with a 2-0 vicryl suture. Then the fascia which was lax without the pneumoperitoneum was seen. The mesh was cut to approximately 10-12 cm in diameter. Using a #1 vicryl suture it was sutured circumferentially with four to five runs of #1 vicryl suture using a dual mesh with the adherent side not facing the bowel, the adherent side facing, the smooth side facing the bowel.continually checking the bowel there was no obvious problem. Once the mesh was placed without tension it was copiously irrigated. The subcutaneous tissue was closed over the mesh and 4-0 monocryl for all the skin wounds. Sterile dressing was applied. The patient tolerated the procedure well and was taken to the recovery area in stable condition. All counts were correct.(B)(6) 2008: (B)(6) hospital. Implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: 1dlmcp04. Lot batch code: 05598019. W. L. Gore and associates. Revisionpreoperative complaints: (B)(6) 2009: (B)(6) hospital center. (B)(6), md. History: ¿the patient is a 20[28]year old gentleman who had previous surgery several years ago, developed a ventral hernia and underwent a laparoscopic ventral hernia repair several months ago and came back with a recurrence of his ventral hernia. Discussions with the patient preoperatively about the risks, options and benefits of ventral hernia repair including bleeding, infection and recurrence were done. He understood and agreed.¿ revisionprocedure:laparoscopic ventral hernia repair. Implant:proceed.revisiondate: (B)(6) 2009 (hospitalization dates unknown) (B)(6) 2009: (B)(6) hospital center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral hernia. Procedure: ¿the patient was taken to the operating room and prepped and draped in the usual sterile fashion. Under direct vision a right upper quadrant 2 cm incision was made. The fascia was opened. Under direct vision a 5 mm port was placed. Then under direct vision a 5 mm left upper quadrant port and a 10 mm right lower quadrant port were placed. There were multiple adhesions of the small bowel to the anterior abdominal wall and a ventral hernia which is approximately 10 x 15 cm was. It was sharply divided. The adhesions from the bowel to the anterior abdominal wall and the previous mesh. Those were sharply taken down. The mesh had pulled away from the fascial edges creating approximately 10 x 15 cm hernia. Once the sharp dissection of the adhesions were taken downinspection of the bowel showed no obvious bowel injuries. There was good hemostasis. No obvious bleeding. Attention was then turned to the hernia, again approximately 25 x 35 cm mesh was used. It was trimmed and thus allowing approximately 5 to 7 cm margin circumferentially. 2-0 prolenes were placed in the corners. A small cut was made in the skin over the ventral hernia. The mesh was introduced and the skin defect commented [rba10]: note case now converted to open approach. Note comments on mesh. Commented [rba11]: note that the dlmcp is sutured in place with vicryl suture. It is not clear if one of the three meshes that were sewn together was used or if another device was opened. Device size configuration was 15x19 cm. Commented [rg12]: (B)(6)- (B)(6) -[rba14]: patient now 6+ months post repair with dlmcp. Commented [rba15]: note comment on ¿mesh had pulled away from the fascial edges¿. Recall that the dlmcp had been sutured in place with vicryl sutures. In light of that this finding would be anticipated. Assume the dlmcp is removed though not specifically stated. Privileged and confidentialevent (B)(6) received: (B)(6) 2020 was approximately 1-1/2 cm. Once this was done the mesh was unrolled and using the fascial closure device pulled up into the four quadrants of the abdomen without tension using the protack device under direct vision the tacker was applied circumferentially every 1 to ½ cm with the blue side of the mesh up against the abdominal wall. The abdominal wall nonadherent surface towards the bowel. Inspection of the entire mesh once it was placed with hemostasis. No obvious tension. Circumferential staples felt to be within the appropriate area. The mesh was again inspected and felt to be within the appropriate position. The ports were inspected and were removed. The mesh had actually covered the 10 mm port as well as the 5 mm left upper quadrant portso the skin was closed 4-0 monocryl sutures and sterile dressing.the patient tolerated the procedure well and was taken to the recovery roomin stable condition. All counts were correct.¿explant preoperative complaints: (B)(6) 2013: (B)(6). (B)(6), md. Emergency department visit. History of present illness: ¿patient is a 33y/o m with h/o perforated diverticulitis with abscess resulting in bowel resection, colostomy and subsequent hernia repair, presented to the ER with abdominal pain. Patient states the pain started after eating yesterday, and has been consistent since. Pain is in the peri-umbilical region and associated with vomiting. Patient states he vomited x10 yesterday but has not vomited today. Patient states that he is not passing gas and has not had any bowel movements since the pain started. Patient denies fevers, chills, chest pain sob.¿assessment/plan: ¿ h/o of multiple abdominal surgeries and umbilical hernia with bowel with abdominal pain and vomiting -will take patient to the or for emergent repair of hernia,lap possible open, possible bowel resection -continue npo [nothing by mouth] -admit patient after surgery for observation, pain control.(B)(6) 2013: (B)(6). (B)(6), md. Radiology. X ray , abdominal acute obstructive series. Results: ¿hernia mesh is present.postsurgical change with bilateral screws and intravertebral body device is seen at the l5-s 1 level. The bowel gas pattern is unremarkable. Moderate volume fecal material and air are seen throughout the large intestine,to include the rectum. Air is present within non-distended small bowel loops. No dilated bowel or pathologic air-fluid levels are seen to suggest mechanical bowel obstruction. There is no evidence of free intraperitoneal air.¿ (B)(6) 2013: (B)(6). (B)(6), md. Radiology. CT abdomen and pelvis with contrast. Findings: ¿postsurgical changes related to a midline anterior abdominal wall mesh that demonstrates a focal outpouching defect at the peri umbilical region with a neck measuring approximately 10 cm in transverse diameter containing a dilated loop of small bowel and subtle surrounding fat stranding. The dilated small bowel measures 3.5 cm with diminished mucosal enhancement and fecalization of content. There is proximal dilatation of small bowel with distal decompression and minimal oral contrast transition. There are several areas of the small bowel abutting the anterior abdominal wall which may be related to adhesions. There is no evidence for pneumoperitoneum, pneumatosis, or free fluid. There is no evidence for intra-abdominal lymphadenopathy. The remaining large bowel is normal in caliber without evidence for wall thickening. A normal appearing appendix is identified.¿impression: ¿1. Postsurgical changes related to midline umbilical hernia repair with focal commented [rba16]: apparent use of proceed for the repair, secured with tacks and prolene suture. Commented [rg17]: (B)(6) [rba18]: now 4+ years post removal of the dlmcp and repair done with proceed with apparent recurrence. Commented [rg19]: (B)(6) commented [rba20]: mesh noted on CT. Commented [rba21]: note patient has apparently had spinal surgery. Commented [rg22]: (B)(6). Privileged and confidentialevent (B)(6) received: (B)(6) 2020 outpouching defect. 2. Associated complication with early partial small bowel obstruction through the hernia defect. (B)(6) 2013: (B)(6). (B)(6) md. Indications: ¿the patient is a 33-year-old male who presented to the emergency room complaining of abdominal pain for the last 6 hours. The patient stated he had been having worsening pain associated with vomiting x10. The patient had a history of previous perforative ulcerative colitis with a diverting colostomy and subsequent takedown. The patient, after this, developed 2 hernias that were fixed laparoscopically and open. The patient had a CT scan that showed a dilation of the small bowel proximal to the hernia withoutany passage of contrast. There was a large incisional hernia with evidence strangulation. White count was elevated, and the patient was having a severe tenderness in the umbilical area. Because of this, the decision was done to take the patient to the operating room emergently for an strangulated incisional hernia repair.¿explant procedure:strangulated incisional hernia repair. Small-bowel resection with a primary anastomosis. Massive lysis of adhesions.explant date: (B)(6) 2013 (hospitalization (B)(6) 2013): (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: incarcerated and strangulated incisional hernia. Anastasia: general. Estimated blood loss: 250 ml. Wound classification: clean-contaminated, class ii. Findings: massive amount of adhesions. Complete small bowel obstruction. Procedure: ¿the patient was taken to the operating room where he was placed on table in supine position. Scds were placed, and preoperative antibiotics were given. A general endotracheal anesthesia was induced. The patient 1 s abdomen was then prepped and draped in the usual sterile fashion. We proceeded to perform a large incision from 5 to 10 cm below the xiphoid process down to the pelvis. Dissection was carried down with bovie electrocautery to the muscular fascia. A large incisional hernia was found at the area of the umbilicus. Several dense adhesions were found. A hernia sac was recognized and dissected free of surrounding tissue. The inside of the hernia sac was then opened, and a piece of mesh was recognized. The bowel was densely attached to mesh. We started carefully performing extensive lysis of adhesions first from the bowel that was attached to the mesh. These were then dissected free. The hernia sac was then dissected, and the edges of the muscular fascia were recognized. With careful dissection, all the mesh was freed from the attached bowel almost in its entirety, but in a short segment of approximately 10 cm where there was a dense adhesion to the small bowel with narrowing consistent with a complete bowel obstruction, was found. After this, when all the small bowel and large bowel were freed from the anterior abdominal wall, another piece of mesh on thelateral aspect was recognized. This was also dissected from surrounding tissue. The bowel was then run from the ligament of treitz down to the sigmoid colon. Several areas of adhesions were found that were very cautiously taken down. No area of obstruction in the fundus proximal aspect was found. The terminal ileum was recognized, and the colon palpated without any evidence of masses. At this moment, we proceeded to perform a bowel resection of commented [rg23]: (B)(6) commented [rg24]: (B)(6) commented [rba25]: note incison made. Commented [rba26]: this would be in reference to the proceed mesh. Commented [rba27]: assume both references to mesh are proceed. Privileged and confidentialevent (B)(6) received:(B)(6) 2020 approximately 10 to 15 cm of small bowel in the area where the patient's mesh was densely adhesed to the small bowel. The proximal and distal areas were selected, and with gia blue load, the small bowel was transected. The mesentery was then transected with 1 load of gia white load, and with a combination of a clamp and ties, the remainder of the mesentery was taken down. At this point, we proceeded to perform our anastomosis. A 3# pds was used to bring both ends of the small bowel anastomosis together; 2 enterotomies were performed with gia blue load. The small bowel anastomosis was performed. Enterotomy was closed withrunning #3 pds. The suture line was reinforced with single, interrupted 4-0 prolene sutures. The small bowel was reinforced also with 3-0 prolene interrupted stitches at the point of small bowel transection. The mesentery was then closed with 4-0 prolene running stitches. We then created subcutaneous flaps on the right, as well as the left side of the patient's abdominal cavity to allow the fascia to close without tension. The previous mesh that seemed to be a proceed mesh was trimmed from the edges but leaving the borders that were attached from the previous surgery to the abdominal fascia. At this point, we proceeded to close the mesh in the midline with short segments of running #1 prolene sutures. After this, the fascia was closed in all its length. This was performed with figure-of-eight, interrupted, single #1 prolene sutures after hemostasis was achieved. Irrigation was performed, and the subcutaneous tissue was checked for hemostasis. The abdomen was closed without any tension and good pressures, and the fascial closure was in the 20s. The subcutaneous tissue was closed then in layers with 2-0 and 3-0 vicryls. The skin was then closed with staples. The patient was then awakened in the operating room when he was taken to the recovery area in stable condition.(B)(6) 2013: (B)(6). (B)(6), md. Pathology report. Ogross description: specimen a, received in formalin labeled with the patient's name and "small bowel," consists of an unoriented segment of bowel (25. 7 cm in length x3.8 cm in diameter) and attached mesentery (22.1 x 1.9 x 1. 7 cm). The serosal surface is diffusely hyperemic and contains adhesions throughout. The specimen is opened along the anti-mesenteric border revealing food particles and tan-pink, velvety mucosa without any gross mucosal lesions. Specimen b, received in formalin labeled with the patient's name and "mesh," consists of four tan-pink irregularly shaped soft tissue fragments containing surgical mesh measuring 23.8 x 11.4 x 2.8 cm in aggregate. The specimen is photographed and representative sections are submitted in cassettes as follows: b 1 -b2 -representative sections of soft tissue fragments without mesh. Specimen c, received in formalin labeled with the patient's name and "small bowel nodule,"consists of a 0.3 x 0.3 x 0.1 cm tan-white, soft tissue fragment. The specimen is entirely submitted in cassette c 1.ofinal diagnosis: a. Small bowel, segmentectomy. Segment of small bowel with acute and chronic inflammation, ischemic changes and diffuse serositis with histiocytic aggregates and giant cell reaction. Resection margins are viable with acute and chronic inflammation, hemorrhage and serositis. B. Abdominal wall suspension mesh removal. Fibroadipose tissue with foreign body granulomatous inflammation, fat necrosis, hemorrhage and vascular congestion. Mesh (23.8 cm in greatest dimension) by gross examination. C.small bowel, endoscopic biopsy. Granulation tissue with acute and chronic inflammation. Commented [rba28]: sbo done. Commented [rba29]: note that not all the proceed mesh is removed.commented [rg30]: (B)(6) commented [rba31]: mesh noted in path report. Commented [rg32]: (B)(6) privileged and confidentialevent (B)(6) received: (B)(6) 2020. (B)(6) 2013: (B)(6). (B)(6) , (B)(6) md , pgy-1. Discharge summary. Abdomen: abdomen: midline abdominal wound, open in middle, packed with wet to dry kerlix, no purulent drainage, no erythema or warmth, minimally tender to palpation near wound, otherwise, +bs, non-distended. Hospital course: ¿pt was taken for exploratory laparotomy [sic], sbr for strangulated incisional hernia, and lysis of adhesions. Pt had episodes of tachycardia into 120s which resolved on pod 1. On pod 5-6, pt had low-grade fevers, mild leukocytosis and edematous, erythematous wound edges. Serosanguinous fluid was expressed from the wound, thus indicative of seroma. The wound was opened at the bedside on pod 8, serous-bloody fluid continued to be expressed, therefore middle staples were removed from the midline incision. The fascia wasdetermined to be intact. Wound care was consulted and recommended wet-to-dry and short-term wound vac. However, the patient does not qualify for vac placement secondary to financial situation. Pt was started on zosyn while cultures were pending. Culture eventually showed enterobacter cloacae. Antibiotics were changed to levofloxacin po. He has been afebrile for over 48 hours and white blood cell count has continued to trend downward into the normal reference range. And now he is ready for discharge. He is tolerating po diet. His pain is under control. He has been ambulating freely and wearing and abdominal binder for support. He has confirmed that he will follow up in 1 week in clinic.¿relevant medical information: (B)(6) 2017: (B)(6). (B)(6), md. Radiology. CT abdomen and pelvis without contrast. Indication: ¿37-year-old male with history of the perforated diverticulitis versus ulcerative colitis, post exploratory laparoscopy and repair, complicated by strangulated incisional hernia post repair and small bowel resection and primary anastomosis. Now presents with left flank pain.¿ findings: bowel: postsurgical changes are noted with anastomotic sites in the small bowel and colon. No evidence for bowel obstruction. Post ventral herniarepair changes are noted with a mesh in the anterior abdominal wall left without evidence for recent hernia. The appendix is unremarkable. There is evidence for partial colectomy. The descending colon appears to been resected and the transverse colon has been pulled down to the pelvis with anastomosis to the rectum. Peritoneum and retroperitoneum: no free fluid or free air is identified within the abdomen. The abdominal aorta is normal in course and caliber. There are no abnormally enlarged abdominal lymphnodes. Multiple surgical clips are noted throughout the abdomen. Impression: a 4 mm nonobstructive calculus in the right lower renal pole. Negative for hydronephrosis. (B)(6) 2018: (B)(6). (B)(6), md. Radiology. CT abdomen and pelvis without contrast. Indication: testicular pain, hematuria, concern for renal/ureteral stones. Findings: ¿postsurgical changes or angina [sic] abdominal hernia repair are noted with mesh and multiple adherent nondilated loops of bowel. Postsurgical changes identified from small bowel small bowel anastomosis.¿ impression: ¿obstructing 4 mm distal right ureteralstone with proximal hydroureteronephrosis. Hepatic steatosis. Postsurgical change from an abdominal wall hernia repair with small bowel small bowel anastomosis and multiple adherent nondilated small bowel loops." A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009 and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migration, previous mesh pulled away from the fascia creating a recurrence, mesh was densely attached to the previous mesh, small bowel obstruction and resection, recurrent ventral hernia defect repaired with placement of new mesh, multiple adhesions of the small bowel to the anterior abdominal wall and previous mesh, incarcerated and strangulated incisional hernia defect, abdominal pain. Additional event specific information was not provided.